Manufacturer narrative:
(B)(4). The ge service rep supplied and fitted the replacement ipc hard drive and configured the unit. The system operates as intended.

Event description:
The customer reported that the software had corrupted/damaged software. The system was not booting up. No patient injury was reported.